Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had residue in the cuff. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: five samples of device were received for evaluation. A visual inspection was performed and it was observed all the samples present an excess of mica (white powder) inside its cuff the failure mode excess of mica dust is confirmed. Information has been added to the database and trends will continue to be monitored if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.